Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, but it was still attached, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. A review of the provided image was performed by a regulatory post market surveillance analyst and is consistent with the complaint of a broken cable. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user noticed that the maryland bipolar forceps instrument had a damaged conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the clinical engineer and obtained the following information: the customer noticed the black broken cable when it was removed from the patient. It is unknown if the wire was exposed on the conductor wire or if the instrument collided with any other instrument or tool during the procedure. The cable was not intact. There was no loss of cautery associated with this issue. It is unknown if there was any thermal damage or if arcing was observed during the procedure. There was no issue removing the instrument through the cannula. The sequence number is 0072. There was no injury to the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographic information was requested but not provided.